Event description:
Literature report received the pt receiving more medication than intended. Tha article indicates that on an unspecified date at an unspecified time, a pca pump was programmed to deliver morphine 0.5mg/ml instead of the intended concentration of 5mg/ml, with a 2mg pca, a 10 min pt lockout and no 4 hour limit was programmed. At 1124, the therapy was initiated. After 90 min, there was an empty syringe alarm. The nurse responded and changed the syringe. Ten mins later, the nurse noted that the concentration was incorrect and reprogrammed the pump to the intended concentration of 5mg/ml and the therapy was continued. At 1700, the pt notified the nurse of persistent pain and reported that the IV was not infusing. The nurse noted that the tubing was incorrectly connected to the pt. The position of the back check valve was corrected and the nurse flushed the pt's line. The pt's pain decreased; however, the pt became drowsy. At 1710, during round, the anesthesiologist found the pt "cyanosed, somnolent, and apneic." The pt was treated with narcan 0.4mg and resiscitated with "bag and mask ventilation." The pt was transferred t the pacu for observation. The pt reportedly made a "full recovery." There were no reported adverse pt sequelae. Though requested, no further info was provided.

Manufacturer narrative:
The device was not identified by list number or lot number; therefore, it will not be returned for investigation.